Event description:
It was reported that a device alarmed for air in line messages. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the air in line alarms. However, review of the history log confirmed the alarms. Further evaluation of the device found the readings on the ultrasonic sensor to be below specification. With low ultrasonic readings it would make the pump sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.